Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose level of over 800 (mg/dl) with diabetic ketoacidosis (dka). On (B)(6) 2017, the customer was hospitalized and treated with insulin drip. The customer was discharged from the hospital on (B)(6) 2017 with no permanent damage and the issue was resolved. In addition, the customer was a dialysis patient and was currently in a rehabilitation center.